Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the inability to communicate and messages was the broken wires. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt and check therapy pad messages.